Event description:
Report received of leakage of thallium from the pre-pierced injection port. The patient received an unspecified amount of thallium IV push through the pre-pierced port of the IV tubing set during a nuclear thallium stress test. The patient was walking on the treadmill. Toward the end of the test, the customer reported that approximately 2ml or less of thallilum had leaked from the pre-pierced port onto the treadmill. The test was stopped and the procedure room was closed for 24 hours. The spill was cleaned according to the hospital's policy. There was no direct patient or caregiver contact with the thallium. There was no adverse patient event reported. Though requested, no additional information was available.